Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03qz0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the manufacturer's representative noted that, to the best of this reporter's knowledge, the patient was without residue and was doing fine.

Event description:
It was reported that a patient complained of pain described as sciatic-like pain. The patient wanted the device removed. The patient¿s doctor was not convinced that the pain was related to the device and discussed this with the patient. The device was explanted. During the attempt to remove the lead, it fractured. The doctor was able to get 90 percent of the lead out. It was unknown if there were any patient symptoms or complications associated with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.